Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 54-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported after the cp implant and during transport, the cp was pulled back into the aorta. The physician made multiple unsuccessful attempts to advance the cp back across the aortic valve and then decided to explant the cp. The patient survived the event.

Manufacturer narrative:
The investigation for the positioning issues has been completed. The product was not returned and data logs are not available. Per the clinical review, the root cause of the positioning issue was use related . The pump was pulled out inadvertently by the patient. H6 health effect codes 1751 and 4868 should be removed. These were patient's symptoms prior to implantation of our device. They were entered in error. H6 health impact code: 4624 and 4625 should be removed. These codes are not related to the malfunction. They were entered in error. F6 and f8 should have been blank.